Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source the report condition of "medstation es main (cubie pockets failed)" was confirmed by fse, and subsequently confirmed in the dchu inspection process. Under work order (wo) (B)(4). The fse disassembled and reassembled the interior of drawer 3.1 without finding any issues, later performed the drawer connections and replaced the retractor band due to wear. The customer confirmed that everything was functioning correctly. During dchu visual inspection: pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "rh-c53 main 3.1 has multiple failed cubies, not detected on bus" was due to a short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and compromised the drawer's communication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were failed and not detected on the communication bus, which located on rh c53. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. As per part investigation, it was determined that there was the signs of thermal damage observed on the copper strands. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies were failed and not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were recurring cubie failures in the main unit. A field service engineer disassembled and reassembled the inside of the drawer without finding any issues and then reseated all the connections at the back of the drawer and replaced the worn retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.